Event description:
The delivery system was received and its evaluation has been completed. The device was returned with the stent graft was still loaded in place. Another manufacturer's 14 fr sheath was also returned with the delivery system still inserted through the sheath. The luer of the sheath was 11.2 cm from the end of the strain relief. The slider was retracted 15cm. There was 0.5cm gap between the tip and graft cover with approximately half the first stent deployed/exposed. There were kinks on sheath 1.5cm and 11cm. There was about 1cm of compressed damage at the stent stop and the end of the other manufacturer's sheath. There were multiple kinks on the sheath at 2.5cm, twist kink at 9cm, 17.5cm, 19.5cm, 22cm and 23.5cm from the end of the sheath. The anatomy and the sheath interactions may have been a factor but could not be confirmed.

Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm approximately three weeks ago. The vessels were severely tortuous. A 14fr sheath from another manufacturer was inserted and advanced. The stent graft delivery catheter was then inserted through the sheath. The stent graft was placed at the intended landing zone and the physician was turning the blue handle to deploy the stent graft when some resistance was felt. The physician continued to turn the blue handle; however, the stent graft did not deploy. The physician continued to turn the blue handle and then the handle turned freely but the stent graft did not deploy. The outer sheath of the delivery catheter was found to have broken within the cook sheath. The physician stated that the cause was the severe vessel tortuosity and the kinking of the sheath. The sheath and the delivery catheter were removed from the patient without issue. The physician was able to successfully complete the case without a sheath using two endurant stent grafts. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: caused by another drug/device (another manufacturer's sheath) evaluation, conclusion: another device caused failure (another manufacturer's sheath).

Manufacturer narrative:
(B)(4). (Kink). (Severely tortuous vessels).